Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultramini meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy occurred around (B)(6) 2020. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿130, 352, 401 and 481 mg/dl¿ with the subject meter. The patient stated that he manages his diabetes with unspecified insulin on a self-adjusting dose. In response to the alleged issue, the patient reported administering 12 units of insulin on (B)(6) 2020 then ¿fainted.¿ the patient claimed he was taken to hospital where his blood glucose tested ¿40 mg/dl¿ (device not specified). The patient claimed he was treated in hospital with glucose and was advised to administer insulin according to medical recommendation. The patient reported that prior to being released from hospital, his blood glucose tested ¿123 mg/dl¿ (device not specified). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after taking insulin based on alleged inaccurate high results obtained with the subject meter.